Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, it had a door 3 fails too frequently. The customer reported issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device bd pyxis¿medstation¿ es auxiliary tower used in this incident, it was determined that the tower door failed. A field service engineer opened every tower multiple time to check for any failures in hardware test application. No failures were found, and no triple clicking occurred. The engineer checked the wire harness connections to ensure they were tight. The system functioned as intended after the field service engineer investigated the device.